Event description:
It was reported that batteries in the customer's insulin pump were only lasting up to one week. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
During visual inspection, a cracked reservoir tube lip and cracked case near display window corners were noted. The display was blank, due to the battery tube not being plugged in on interface board properly. It was not possible to confirm unexpected low battery or off no power alarms, due to the blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.